Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial;dry with residue on product. Visual inspection found haptic deforced and residue on lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected dat: b4-date of this report in initial MDR should be corrected to 05-jun-2020. G4- date received by manufacturer in initial MDR should be corrected to 05-jun-2020. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1,-9.50 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.